Event description:
It has been reported to philips that the system would not produce x-rays. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that system will not make x-rays. Fse spoke to customer who stated they were unable to fluoro, system presenting error message stating that the generator is busy starting up. Pulled system log files which indicated that system was missing one of the main power phases, fse replaced pdu mains interface module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.